Manufacturer narrative:
Correction : manufacturer narrative upon further review of the complaint, it was determined that manufacturing report number 2016493-2021-63769 was incorrectly submitted. The complaint is associated with a broken rear case. This issue would not likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. There was no reported patient involvement.